Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a failed air sensor as the air detector test failed. Additionally, the downstream occlusion (dso) sensor was nonfunctional. After investigation the results indicated a reportable malfunction due to the air sensor failure and nonfunctional dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, dso seal, and air detector, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for an unresponsive air in line, and during physical inspection it was found that the air detector failed the test due to air sensor failure. Additionally, the downstream occlusion (dso) sensor was nonfunctional. After investigation the results indicated a reportable malfunction due to the air sensor failure and nonfunctional dso sensor. The event happened during testing, and there was no patient involvement.